Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 435 mg/dl and 224 mg/dl. Customer assisted with high blood glucose troubleshooting. Customer reported sensor glucose value from reported event was 63 mg/dl. Customer reported the sensor glucose and blood glucose difference was not within target range of glucose difference. Customer reported insulin delivery was not suspended due to sensor glucose values. Customer reports they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. The devises will not be returned for analysis.